Manufacturer narrative:
The one touch ping pump has been returned and evaluated by product analysis on (B)(4) 2013. The evaluation resulted in the following findings: the allegation that the pump display was dim/fading, discolored, and difficult to read was confirmed; the pump exhibited an unidentified display failure in conjunction with a heavily scratched display lens which made the screen illegible. Investigation revealed a secondary finding of a battery compartment crack. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a dim/fading display issue. The display is difficult to read in direct light. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.